Manufacturer narrative:
Insulin pump received with bleeding lcd glass and minor scratches on display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had discoloration on the screen of the insulin pump. Customer's blood glucose level was 50 mg/dl. Customer treated with hard candy. Customer stated there was a gray circle toward the bottom of the screen above the esc button. Customer reported physical damage to the pump. Insulin pump will need to be replaced. No additional info provided.